Event description:
Customer reported that the insulin pump alarmed threshold suspend. Customer stated that the sensor glucose reading was 61 mg/dl and the blood glucose value was 205 mg/dl. Customer stated that there were no problems with the insertion; no pain or discomfort at the insertion site. Customer was explained that the threshold suspend limit is set up at 70 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.